Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (9.6 mg/ml at 6.216 mg/day) and bupivacaine (40 mg/ml at 25.9 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and pancreatitis. It was reported that the patient's pump stalled on (B)(6) 2019. It was noted the patient had a cat scan "a few days ago" but no MRI's. No surgical intervention was planned or scheduled at the time of the report. The patient's weight was unknown. No patient symptoms were reported. No further complications were reported.